Event description:
Additional information was received that there was no patient present when the issue was identified.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the lens was damaged on the pump. Review of the event history log showed the pump displayed an occurrence of a "cassette not attached properly" alarm. Functional testing involved sensor testing and the reported issue was duplicated. The investigation determined that contamination of the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached properly" alarm. No adverse effects were reported.